Manufacturer narrative:
The customer reported that they will not return the suspect device for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator has transducer fault alarm. This event happened during patient use. The patient was transferred to another ventilator. There was no patient harm reported with this event.